Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer and the patient cassette and co2 absorber was replaced. No further issues have been reported with the system after this. The patient cassette and co2 absorber were retained by the customer. The evaluation of the received logs shows that the last system checkout was performed the day before the event, and it was successful. The log shows that three treatment periods were performed after the successful system checkout and before the actual treatment in which the reported failure occurred was started. No new system checkout or leakage tests were performed in between the treatment periods. The actual treatment period was ongoing for about four and a half hours. Alarms for leakage were generated during the entire treatment. During the first hour, a few alarms for peep low were also generated indicating that there may have been a real leakage. During the rest of the treatment, only alarms for leakage were generated indicating that there may have been a flow measuring error. The technical log for this date shows no entries, confirming that there were no technical malfunctions in the system. After the event, the patient cassette was replaced, before the system checkout was performed. The system checkout performed with the new patient cassette was successful. The patient cassette used at the time of the event has not been tested. The patient cassette is the main interface for distributing gas to and from the patient and the expiratory flow measurement is performed by the patient cassette. Our conclusion, based on the on-site investigation and log evaluation, is that the patient cassette was the cause of the reported event.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilation stopped while the anesthesia system was in use for treatment. There was no patient harm. Manufacturer's reference #: (B)(4).